Event description:
It was reported by the customer that their insulin pump received a battery out limit alarm. The customer also reported that the insulin pump will not allow them to clear the alarms. Customer's blood glucose level at the time 197mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No unexpected low battery alarm was noted. No failed battery alarm or battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, and a cracked reservoir tube window.